Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (health impact code). Removed code for absence of treatment and replaced with minor injury/illness/impairment (f11).

Event description:
Primary operative notes dated (B)(6) 2020 indicated that the patient received a right total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes post wound closure procedure indicated that the patient was seen due to weakness of the right leg. Physical exam revealed a palpable defect near the patellar tendon. The patella itself appeared to be riding quite high. The patient appeared to have ruptured her patellar tendon. A knee immobilizer was provided and a surgical intervention was planned for the future but has not been carried out at this time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for rupture of patellar tendon, right knee, with extensor mechanism insufficiency. Event is serious and is considered moderate. Event is definitely related to device and possibly related to procedure. Date of implantation: (B)(6) 2020. Date of revision: (B)(6) 2020 (insert). Date of event (onset): (B)(6) 2020, (right knee). Treatment: awaiting surgical patellar tendon repair using achilles tendon graft.